Event description:
It was reported that during the procedure in the heavily tortuous distal left anterior descending artery, pre-dilatation was performed using a non-abbott balloon followed by deployment of a 3.0x18 rx xience v stent. A dissection was noted within the stented segment; therefore, a 3.0x12 xience v stent was deployed for successful treatment of the dissection. There was no reported adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper es. Inflation: boston scientific. Guide cath: jr. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (coronary artery bypass graft, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.